Event description:
It was reported that an angio-seal was used post cardiac catheterization. The cardiac catheterization was negative. Three days later, the patient developed a thrombus. The clot was removed by a thrombectomy and there were no further complications. During surgery, the surgeon noted the artery and puncture were good, no dissection. The patient was taking aspirin (dose unknown), but it was discontinued post procedure due to gastric issues.